Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The complaint receiver device was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge with perpetual rebooting. Functional testing could not be completed due to perpetual rebooting. The receiver case was opened with the ui-u1 pcba detached but the download failed, rtt loss incident occurs in range of the incident date, which will cause intermittent power issues. A visual interior inspection was performed, and passed. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.